Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl with ketones present. The customer stated that the cartridge luer lock connection was loose and air was noted in the tubing. The customer disconnected from the infusion set site, tightened luer lock, expelled the air by performing a fill tubing and was able to bolus, temporary increased basal rate to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.